Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Pt presented with severe abdominal pain located on the right side (the essure devices were implanted in (B)(6) 2008). Exploratory laparoscopy on (B)(6) 2011, noted perforations but removal of devices not performed. On (B)(6) 2011 - the physician reported a partial hysterectomy was performed (B)(6) 2011 removing the uterus due to constant bleeding from an earlier ablation, and a bilateral salpingectomy was performed at the same time. The physician felt that since the right device had slightly protruded through the abdominal wall, she felt the pt's pain was coming from the protruding micro-insert. Post surgery pt was contacted for a follow up (B)(6) 2011 and is feeling fine and pain free.